Event description:
During a surgery, the operator activated the hand control for the table to rise. Then the table began to beep (as it was having errors) and started to tilt toward the pt's left. The motion could be stopped and they continued with the surgery. After the case was finished, operating room staff activated the tilt function of the table to place a roller under the pt and slide them onto the recovery bed. But when the tilt command was terminated, the table continued to tilt to the side causing the pt to almost fall off the bed. The operating room nurse secured the pt and the staff was able to move the pt from the bed to the stretcher without any incident to the pt. However the nurse suffered a strained back, left knee and arm during this event. (B)(4).

Manufacturer narrative:
The device was checked by maquet field service technician. The problem could be reproduced. Because the customer has elected not to return this table to service, maquet has arranged for it to be returned to our nj facility where the required service and mechanical evaluations will be completed. An additional follow up report will be submitted upon completion of the aforementioned service. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Exemption (B)(4).